Event description:
As reported, during a soft ureteral lithotripsy, a ngage nitinol stone extractor's basket would not open. The device did not make patient contact. Another new basket was used to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
(B)(6). PMA/510k # exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: h6: component code (annex g). Event summary: as reported, during a soft ureteral lithotripsy, an ngage nitinol stone extractor's basket would not open. The device did not make patient contact. Another new basket was used to complete the procedure. There was no impact to the patient. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. The device was returned in a plastic clamshell. The handle was able to actuate the basket, but the basket presented with a broken wire. It was also observed that the basket sheaths that hold the basket wires in place were slightly damaged. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which states, ¿excessive force could damage device.¿ based on the available information, cook has concluded that the cause for this event could not be established. Though the device evaluation indicates that excessive force may have been applied to the device, no information related to device handling was known, preventing the cause of the issue from being conclusively determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.